Manufacturer narrative:
D3, d4: updated. D9 - date returned to MFR: 06-may-2026. H3 and h6 codes: updated. The suspect pump was returned for evaluation. Visual inspection revealed no anomalies. Functional testing was performed, and while the possibility of an battery related error within the pump cannot be ruled out, the issue could not be duplicated during testing. No error messages were found in the device history; therefore, the cause of the reported issue could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a power loss during infusion and a battery issue that prevented the infusion from continuing. After removing and reinserting the battery, the indicator showed a full charge. There was patient involvement, no injury was reported.